Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps were uncontrollable. Also, it was discovered that the instrument¿s tip was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have a broken main tube approximately 2.07mm x 8.21mm from the proximal clevis. Potential fragments might be missing. The components adjacent to the broken main tube show damage. The proximal clevis was found to be dislodged, and grip cable was loose. Additionally, the instrument was found to have dislodged proximal clevis. The clevis did not show abrasions or scratches on the outer surface. The components adjacent to the dislodged clevis showed damage. The main tube is broken, and a grip cable was loose. Also, the instrument was found to have a loose grip cable at the grip hub. Further inspection found the main tube was broken and the proximal clevis was dislodged. The instrument was installed on an in-house system and driven and the instrument exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded; however, a lag or delay in the motion was observed. A visual inspection found a broken main tube, dislodged proximal clevis, and a loose grip cable. Additionally, the instrument's life indicator was found to have rotated to red. A review of the instrument logs confirmed that the instrument had 13 lives left. The instrument was tested on an in-house system and displayed 10 lives remaining. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
Refer to h11 for follow-up information.